Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that occlusion alarms occur frequently while the patient is in use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified the complaint was not related to a previous service of the device within the review period. Error history log confirmed that there was a record of the high-pressure alarm occurred during pump operation on july 22, 2024. Functional tests could not replicate the primary problem. Possible cause was defective downstream occlusion (dso) sensor or cassette product. The device was returned unrepaired per customer request.